Event description:
The customer stated a pt generated higher than expected results on the architect ca 125 ii assay. In early 2008, the pt had a result of 1065 u/ml and in february the value was 755 u/ml. The pt was previously tested at another facility and yielded a result of 70 u/ml on axsym (date of testing not provided), 328 u/ml on architect in november 2007 and 219 u/ml using the roche method in the same month. The pt was transferred to the hospital due to the high architect ca 125 ii values. It is not known if the pt was admitted. No injury was reported.

Manufacturer narrative:
An investigation is in process. A final report will be submitted when the investigation is completed.